Event description:
It was reported that during an elective pump replacement, the collar of the catheter was found to be cracked. No pt symptoms were reported. The pump was used to deliver baclofen. The pt's dose was decreased. Additional info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.